Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the irregular steering. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and with a posterior flail. The steerable guiding catheter (sgc) was advanced and during attempts to position the device, when the m knob was applied, the clip would steer in the wrong direction. A second attempt was made after resetting the m knob and the same thing occurred. Troubleshooting was performed but was not successful. It was confirmed that the alignment markers were aligned; therefore, the cds was removed and replaced. Three clips were implanted reducing the mr to 1+. No adverse patient effects or a clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned and investigated. The reported sleeve steering issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue could not be determined. The returned device analysis confirmed that the steerable sleeve functioned as intended. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.